Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. At the previous check this s-ICD was at 12 percent battery remaining, as of this time, this s-ICD remains in service. No adverse patient effects were reported.